Event description:
The customer reported she has mastitis.

Manufacturer narrative:
The customer reported low suction on her pump in style breast pump. A replacement pump was sent to the customer. Attempts to f/u with the customer to get add'l complaint info, including medical treatment rec'd, if any, were unsuccessful and are still on going. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).